Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that the piece broke off in patient. No other information was provided. Additional information received 04/25/2024: it was reported, ¿this was an unsuccessful attempt and when removing the catheter about 1cm was missing off the tip of the powerglide pro. The tip was confirmed left in the sub q tissue. Patient to be followed by surgery to watch site. No intervention needed at this time. The tip remains in patient per physician and patient decision.¿